Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. The product is an unknown expressew product, therefore we cannot discern a potential root cause for the reported failure at this time. Furthermore, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch report number: 1221934-2018-50380.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
It was reported that the grip did not come back when pushed the grip to the end with the needle loaded in the reported device during rotator cuff repair surgery on (B)(6), 2018. It was brand new and the first use when the issue occurred. There was 10 min delay in surgery and no harm to the patient.